Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep powered up the system, checked all power supplies, batteries, and charger boards. Everything checked out. The rep obtained the log files and sent them in for review. The rep performed several 2d and 3d spins using the image quality phantom and was unable to reproduce the noise that was reported. Further testing of the system included: power cycling the system several times, running a fluoro and rad gain calibration, and performing several 2d scans and 3d spins. The system performed flawlessly. The imaging system passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4)district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei:(B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the initial spin worked normally, but the patient moved. The radiologic technologist (rt) attempted to take a second 3d spin but about 3/4 of the way through there was a loud noise and it would not complete the spin. There seems to be a noise whenever the tube/detector are in that position. The rep was able to rotate the rotor and open the door to remove the imaging system from the field. The surgeon chose to discontinue use of the imaging and navigation systems, and used a c-arm to complete the procedure. There was no delay or impact to the outcome of the patient.